Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the reps on april 9th and 13th 2020 and from an hcp on april 21, 2020. The reps reported that the patient had communicated that this was the third time the ins had gone into overdischarge. The physician was notified that the ins had reached eos. The physician will schedule a surgical consult with the patient once the covid-19 restrictions clear up to determine if the patient wants to move forward with replacement. The rep noted they would notify whoever covers this case if and when explant occurs that the device should be returned to the manufacturer for analysis. An MRI technician reported on april 21, 2020, that they were informed that the patient's back stimulator had not been working. No symptoms were reported at this time. The hcp didn't have further information. No further complications were reported or anticipated. [Omitted information pertaining to the dtc - broken pin - see pe (B)(4)]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient believed they were charging the implant but after discussion the charging may have been of the recharger. It was noted that the patient had not charged the implant for awhile due to other unrelated issues. The implant was suspected to be currently overdischarged. Further information received from the consumer reported that the patient hadn¿t used the implant in years and was not able to charge as a result. The patient needed an MRI and first needed to have the implant be confirmed to be off so they were working with a manufacturer representative to get the implant jumpstarted. Additional information was received from reps on march 24, 2020 and april 8, 2020. It was reported that the ins was in need of a jumpstart. The rep met with the patient on (B)(6) 2020. The patient hadn't brought their recharger or programmer to the appointment. The ins was dead and the patient reported they hadn't used it in a year. Multiple attempts were made to trickle charge the ins without resolve. The patient's physician said that the ins would be replaced if the ins was confirmed to be dead. On (B)(6) 2020, the patient saw a power on reset (por) message and then an end of service (eos) message. On (B)(6) 2020, the patient met with a manufacturer representative (rep), who tried to connect to the ins, but couldn't. It was reviewed that since eos was seen, the device would not provide stimulation. MRI guidelines were requested and technical services reviewed the MRI technician may require proof that the ins reached eos. No symptoms were reported. No further complications were reported or anticipated.